Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the on/off button does not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that the on/off button does not work. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.